Event description:
The male patient in his 60's was having a percutaneous coronary intervention to treat a 90% stenosed lesion in the left superficial femoral artery. The lesion was moderately calcified and mildly tortuous. Brachial approach was used for this procedure. During the removal of the 4 x 4cm savy balloon (after its successful inflation) some friction was felt inside the sheath (6f compassmed) due to the balloon's defective re-wrap. The removal was completed successfully. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
A report was received from an affiliate indicating that friction was felt inside the sheath while removing the balloon delivery system. The patient's history and indication for the procedure are unknown. The target vessel was a 90% stenosed, moderately toruous and moderately calcified left superficial artery. A brachial approach was used for the procedure and a 6f compass med sheath. A 4.0mm x 40mm savvy balloon was successfully inflated and during removal "some friction was felt inside the sheath due to the balloons defective rewrap." The removal was completed successfully with no report of patient injury. A review of the device history records associated with this final lot and subassembly presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of withdrawal difficulty could not be confirmed without the return of the product or films for review. Upon review of the limited amount of info it is not possible to determine exactly what factors may have contributed to the event.